Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pain over the implantable neurostimulator (ins) site and an overstimulation sensation. This pain occurred after the patient slipped and caught herself. The device also came on "really strong" by itself a few days after the slip. It was also reported that the device had a power-on-reset (por) condition. Additional information has been requested, but was not available as of the date of this report.